Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2015.), ectopic pregnancy, seizures, nausea, vomiting, diarrhea, multigravida, seizure, spotting vaginal, fever, epigastric pain, lower abdominal pain, dysuria, irregular periods and painful urination. Previously administered products included for an unreported indication: ortho tri cyclen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: cyst on ovaries"), depression ("psychological or psychiatric problems condition: depression") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (removal done). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, psychological trauma, gastrointestinal disorder, ovarian cyst, depression and constipation outcome was unknown. The reporter considered abdominal pain, constipation, depression, dysmenorrhoea, gastrointestinal disorder, ovarian cyst, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of birth of child (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified):bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal disorder ('gi conditions'), pelvic pain ('pain - pelvic'), abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmennorhea (cramping)') and psychological trauma ('psych injury') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2015.), ectopic pregnancy, seizures, nausea, vomiting, diarrhea, multigravida, seizure, per vaginal bleeding, fever, epigastric pain, lower abdominal pain, dysuria, irregular periods and painful urination. Previously administered products included for an unreported indication: ortho tri cyclen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea and abdominal pain. In (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: cyst on ovaries"), depression ("psychological or psychiatric problems condition: depression") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced pelvic pain, psychological trauma and gastrointestinal disorder. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, psychological trauma, gastrointestinal disorder, ovarian cyst, depression and constipation outcome was unknown. The reporter considered abdominal pain, constipation, depression, dysmenorrhoea, gastrointestinal disorder, ovarian cyst, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of birth of child (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical records received. Events added from pfs- psychological or psychiatric problems condition: depression, gastrointestinal or digestive system condition type: constipation. Medical history, historical drug, lab data, reporter information, aka name were added. Onset date of event abdominal pain, ovarian cyst, dysmenorrhoea were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.